Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the customer to clean the pneumatic tap area on the pump using an alcohol wipe or lint-free cloth but could not continue troubleshooting after the customer disconnected the call. No additional patient or event information was available.